Event description:
Caller alleged discrepant results compared with dr's inr meter and the lab. Results as follows: inratio 5.0, dr's meter 8.0, lab 8.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 5.0, reference: 8.0, mean: 6.50, confidence limits unable to. Determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/ investigation is required. In-house accuracy test was performed with sample from therapeutic donors and returned strips. All tests passed accuracy criteria. Functional test was performed and all testing criteria passed. In-house accuracy test. Test date: donor 2 ((B)(6) 2009), donor 3 ((B)(6) 2009). Meter sn: returned meter ((B)(4)). In-house meter ((B)(4), (B)(4)). Returned strip ln: 080868b. Comparative sys: sysmex 560. Two therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. No strip deficiency produced. Further testing is not required at this time. There is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established.